Event description:
The customer contact reported that the pt received more medication than intended. At 1220, the pump was programmed in the pca+ continuous mode to deliver morphine 1mg/ml, at a rate of 1mg/hr, with a 1.5mg loading dose, a 1mg pca dose, a 10 min pt lockout, a 10mg, 1 hour limit, and a 30ml container size. The customer contact reported that the programming was verified, a 1.5 mg loading dose was given and the continuous delivery started. It was reported that after "about 20-30 mins," the nurse entered the pt room and noted the display indicated 10.5mg was delivered, and that 10.5ml was missing from the morphine vial. The nurse reported the pt was "sleepy but easily aroused." There were no reported adverse pt effects. No medical interventions were required. The pump was removed from clinical service. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.